Event description:
During a code situation the defibrillator was charged to 200 joules and discharged appropriately. On the second attempt to defibrillate the pt, the unit was charged to 360 joules which took an extended period of time to take place. When the nurse started toward the pt's chest with the paddles, the apex paddle discharged. Spontaneously in the air and the unit displayed energy default. A flash of light was witnessed by those in attendance and a popping sound was heard. The nurse holding the paddles said that particular paddle felt "funny" in her hand. She then dropped the paddles to the bed. A second defibrillator was used for the remainder of the code. The pt expired but it was not felt to be related to above in anyway.